Manufacturer narrative:
Sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates one other complaint for the customer's provided lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A surgeon reported that a knife was dull during surgery while performing a cataract procedure. An alternate knife was obtained in order to complete the case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing with a foam tip protector inside of a blister package for the report of being dull. The blade of the knife was sticking through the foam. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. As the returned sample was found to be conforming, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned cutting instrument was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).